Event description:
It was reported that during the implant attempt, after attempting numerous locations with extension/retraction of the helix, the lead was removed and there was some tissue lodged in the helix mechanism that could not be removed. The lead was replaced with a new lead. However, the newly replaced lead did not deploy smoothly in the estimation of the physician; therefore the lead was removed and replaced with a new lead. In the process of locating an optimal pacing position with the third lead, the patient's conduction was interrupted and the patient went asystolic for a brief period. The lead position was sub-optimal but the physician could not move the lead since the patient had become dependent on pacing. Therefore another lead was requested to locate a better pacing position and once found, the third attempted lead was removed and replaced with the new lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. There was blood in/on the helix/lobe mechanism.